Manufacturer narrative:
Additional information: there was no deviations or issues during the procedure. The patient is currently in a different hospital. The current patient's health condition seems non life-threatening. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal to treat the patient¿s left great saphenous vein (gsv). Procedure was completed as per IFU. The patient returned to the hospital 2 days post procedure with superficial vein thrombosis in the lower leg. Phlebitis (foreign body reaction) was observed in the thigh; endothermal glue induced thrombosis (egit) class 1 deep vein thrombosis (dvt) was not observed. 5 days later the patient returned to the hospital again and echo was performed revealing no change in egit. Dvt was not observed. Approximately 3 weeks later the patient visited another facility due to swelling and pain in the left groin. Crp 3 units, d-dimer 20-30. Examination by echo and CT was performed revealing cvt f the iliac vein. Pulmonary embolism (pe) was unknown. The patient is currently hospitalized and is receiving treatment. The cause or causality of treatment was unknown, but it was considered to be a complication. It is unknown whether this event caused by the reported device. It is reported there was a possibility of onset of dvt but it is believed to have been triggered by the event. Although it was speculated, it was possible that the cause was iliac compression (iliac vein compression syndrome) or thrombotic diathesis.

Manufacturer narrative:
Additional information: pulmonary embolism confirmed from procedure and ivc filter placement treatment conducted during patient visit for swelling and pain for left groin. Approximately one and a half weeks later, the pulmonary embolism disappeared. 2 days later, lower limb thrombosis was noted. There was a recognition that the main cause was iliac vein compression syndrome, but the treatment for the varicose veins was the trigger. Stent was placed in the right iliac vein. 5 days later, administration of urokinase was done due to stent obstruction. 4 days later, resumption of blood flow was found. Approximately two weeks later, the patient was discharged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.